Event description:
Per summons: gastrointestinal bleeding with anticoagulation on (B)(6) 2009, unable to place fistula, hospital (B)(6). Pt, a (B)(6) pt, was hospitalized first at the hospital (B)(6) rehabilitation unit then on the teaching service at hospital (B)(6). Pt was seen by a nephrologist. Pt's rehabilitation history and physical dated (B)(6) 2009 documents gi bleed caused by coumadin toxicity required to treat an upper extremity dvt caused by a PICC line. Chronic renal failure is documented multiple times in the history and physical. The infectious disease consult, which was done on (B)(6) 2009, also documents renal insufficiency and deep vein thrombosis of the upper extremity. The pt was seen on (B)(6) 2009 and was noted to have chronic kidney disease (ckd) and right upper extremity dvt. The medical staff note of (B)(6) 2009 also confirms renal failure. Pt's renal failure with acidosis is documented in the progress notes on multiple occasions. Pt has bilateral upper extremity dvts in the progress notes, now treated with lovenox. Pt's laboratory studies indicate severe chronic kidney disease with a serum creatinine consistently greater than 4.6. Progress notes document previous upper gastrointestinal tract bleeding requiring nexium, which was caused by coumadin treatment for his PICC-induced thrombosis. Dr. Ordered bilateral upper extremity venograms done on (B)(6) 2009. Thrombosis is seen in the right subclavian and axillary veins. The left subclavian, brachial, basilica, and cephalic veins had absence of thrombus. On (B)(6) 2009 a tunneled hemodialysis catheter was ordered and a physician was consulted for av fistula placement. Despite the previous history of upper extremity dvt, complication of bleeding due to coumadin to treat the dvt, multiple chart entries indicating end stage renal disease, and an order to consult a physician to place a dialysis fistula, on (B)(6) 2009 an order was written to consult IV nurses for PICC line today. The IV team note of (B)(6) 2009 states that "on unit to place PICC line, pt unable to give consent, attempt to contact sister, left message, waiting return addendum to above note. Called first, [patient], was not home, alternate number given by person covering the telephone." Above the IV team note is the documentation, "ckd - chronic kidney disease, another contraindication to a PICC line. Spoke to renal needs hd (hemodialysis) today, (B)(6) 2009." The consent for a PICC line, dated (B)(6) 2009, is hospital (B)(6) new consent form. It is much more comprehensive, but defendants PICC nurse should not have placed a PICC line in pt due to this his documented renal failure, need for dialysis, previous PICC induced thrombosis treatment with anticoagulation, bleeding complication of anticoagulation, sepsis and subsequent renal failure. Under section three pt condition ckd IV is listed, this consent does not disclose to the pt additional risks particular to the pt in section 4-c, loss of chance for a dialysis fistula. The consent falsely indicates that a physician will insert the PICC, but the chart indicates it was inserted by the PICC nurses, one of whom obtained the consent. Ultimately, they obtained the defective consent. Although this consent was signed by a physician, additional risk particular to this pt because of complication medical conditions, there is no mention of inability to dialyze due to sclerosis of veins needed for shunt placement necessary to dialize. This is another defective consent. Also there is no alternative discussed, i.e., a midline and in fact, after the PICC was removed, they were able to successfully treat the pt using peripheral veins. The insertion record indicates a double lumen power PICC placed in left brachial vein via sterile technique. The insertion record also states that it was placed by sterile technique, positive blood return, dress per policy. The record of insertion also documents placement of power PICC solo and represents it to be 5 french in size. The actual size the most distal vein with the smallest diameter is 7 french. There is no mention of an ultrasound being performed. A physician who works with relator was shocked when he returned from vacation to find that, despite his notes that the pt needed a shunt for dialysis access, they had placed a PICC in the arm that was previously not thrombosed. The new PICC line had a thrombosis, and the physician told them to remove the IV in the acutely thrombosed remaining arm. On (B)(6) 2009, a doppler upper extremity venograms documented bilateral thrombosis, PICC line in the subclavian and brachial veins on the left side. Thrombus was noted in the left cephalic vein and in the right brachial vein, despite the pt being treated with anticoagulation. On (B)(6) 2010, a vascular surgeon attempted to place a dialysis fistula. He made a longitudinal incision along the medial aspect of the distal brachium, straight down through the skin and subcutaneous tissue. "The pt had a previous PICC catheter and peripheral ivs in the area and the cephalic veins were very sclerotic." He had been admitted to the hospital for creation of a fistula. Dr. Documents on (B)(6) 2010, "a fistula cannot be placed since all of his veins are occluded prom previous PICC lines."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.